Event description:
It was reported that the intraocular lens was removed intraoperatively from the pt's right eye due to a posterior capsule tear. According to the surgeon, the tear was caused by sudden pt movement. Vitrectomy was performed and suture was used to close the wound. No iol was implanted because a choroidal hemorrhage developed intraoperatively. The surgeon indicated the possibility of lens placement in the future depending on the resolution of choroidal hemorrhage. Please ref MDR #1119279-2013-00133 for the delivery device used during the event.

Manufacturer narrative:
The delivery device was returned to bausch+lomb for eval. Investigation of this event will be submitted upon completion of the investigation.